Event description:
The surgeon reported that he implanted the cinchlock anchor then as he was cinching/tensioning the suture, the suture pulled through the labrum and the anchor. The surgeon reported that the anchor was left in the bone.

Manufacturer narrative:
The anchor remains implanted in the pts bone, therefore, it will not be returned. The pivot representative present at the surgery stated that the labrum tissue of the pt was very worn and was not able to hold the suture likely causing it to pull through the labrum as the surgeon tensioned the suture. The cause of the event could not be determined from the information available and without the device for evaluation. The device history record was reviewed and shows that the lot for the device allegedly at issue met manufacturer specifications and release criteria. There have been no other complaints referencing this lot number. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though no injury was reported.